Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm for a compromised force sensor system could be verified due to the motor error alarms. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported having problems with the insulin pump and the device was stuck in the prime loop mode. The caller stated that the device alarmed. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.